Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient states they accidently left the clamp open on the one unused supply line. Baxter's technical service center assisted the home patient in ending therapy. Therapy was resumed and completed by setting up all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.